Event description:
It was reported that this left ventricular (lv) lead exhibited increase in impedance measurements, measuring from 400 ohms to 900 ohms. Subsequently this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.